Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Intraoperatively, the surgeon discovered that the cup and head were not positioned in perfect alignment and were rubbing.